Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient stated she was on program 2 and she could not feel stim when increased up to 8.5 since yesterday (B)(6) 2019 after she had a fall. The patient reported a sudden change in therapy. The patient stated she fell down a stairway on her back and was in a lot of pain and throwing up from pain. The patient stated she was trying to reach her hcp but was not getting a call back.